Event description:
The nurse found that the PICC line catheter had fractured at the hub, and was lying in the bed with the other part of the catheter still in the patient. The portion of the catheter that was still in the patient was removed with the tip intact. This PICC line was placed 16 days prior via ultrasound and fluoroscopic guided placement in the right antecubital.